Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. Due to this issue, the high/low glucose alarms were unavailable and the customer experienced seizure and loss of consciousness. However, the customer reported regaining consciousness and was capable of self-treating with candy. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (normal termination). No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. Due to this issue, the high/low glucose alarms were unavailable and the customer experienced seizure and loss of consciousness. However, the customer reported regaining consciousness and was capable of self-treating with candy. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device. Due to this issue, the high/low glucose alarms were unavailable and the customer experienced seizure and loss of consciousness. However, the customer reported regaining consciousness and was capable of self-treating with candy. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned patch and no evidence of misuse or abnormalities was observed. The returned patch's data was extracted and observed the patch to be in state 6 (normal termination). Event log shows no abnormal events. A glucose solution test was performed on the returned patch and it's bluetooth connection was monitored for any missing data throughout the test. No dropped packets or abnormal glucose readings were observed during testing, indicating that the returned patch did not have any defects causing signal/connection issues. No product malfunctions were observed during investigation therefore this issues is not confirmed. All pertinent information available to abbott diabetes care has been submitted.